Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent explant surgery with no replacement.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient received a new abbott system on (B)(6) 2022. During recovery the leads migrated. As a result, the patient underwent lead revision same day as implant. Therapy was restored. Related manufacturer reference number: 3006705815-2022-19044.